Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room and strips showed pacing pauses for this pacemaker dependent patient. The right ventricular (rv) output was reprogrammed and acceptable threshold and pacing impedance measurements were noted. However, loss of capture was observed and the patient¿s rate decreased to 35 bpm. The caller confirmed pacing spikes and no obvious lead issues were noted. Lead testing was performed in unipolar configuration which produced pacing impedance measurements greater than 2500 ohms. Therefore, the lead was reprogrammed back to bipolar mode. A revision procedure was performed and this device and the competitive rv lead were removed from service. A fracture of the competitive rv lead is suspected, but was not confirmed. No additional adverse patient effects were reported.